Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic bronchofibervideoscope failed leak test. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the device failed a leak test in the decontamination area during reprocessing; however, it was confirmed that there was no culture testing performed and no deviations from the reprocessing procedures described in the instruction manual. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.